Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that in the past the patient had an issue where the ins would not communicate with the ins recharger. No symptoms were reported. No further complications were reported. Follow up was conducted.